Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 slidemaker generated multiple fluid detector (fd) errors-- fd1 and fd3. Customer reported that there was a leak on the sample access module. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that there was a pinch hole in the tubing through vl116. The fse also noticed that fluid detectors fd1 and fd3 were wet from the leak. The fse replaced the tubing. The fse dried the fluid detectors with compressed air and recalibrated them. The fse verified the repairs were performed per the established procedures.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).